Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was not available to stryker for evaluation. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had a broken cutting accessory still attached; 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 1 event was previously reported during the reporting quarter; however: - 1 previously reported event in this report was also reported under MFR report # 0001811755-2018-01268. - 0 total events were reported for this catalog number/device code combination for the reporting quarter.

Event description:
This report summarizes <noe> 0 </noe> malfunction event in which the device had a broken cutting accessory still attached.